Manufacturer narrative:
Follow-up #1: date of submission 05/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: the duration of the pump's black box showed that the pump was running on the incorrect year of 2007. There was no evidence of the time/date resetting to default the settings observed in the black box. No pump reboot events were observed in the black box. The last date recorded in the black box was (B)(6) 2017. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. No moisture or corrosion was observed in the battery compartment. The returned battery cap securely tightened to the pump with no visible yellow o ring showing. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours using the returned battery cap; no pump reboot events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump and was hospitalized. The reporter stated that the patient had a blood glucose of 408 mg/dl with symptoms of dehydration and unspecified levels of ketones. While at the hospital, the patient was treated with intravenous fluids and insulin via injection. The reporter stated that the pump had no power and that changing the battery did not cause the pump to power on again. This complaint is being reported based on the allegation that the pump lost power and the patient was hospitalized due to a lack of insulin delivery.